Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation and could not be evaluated. The investigation was performed based on the provided information by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a pump head defect due to insufficient suction power. The issue occurred during preparation for use for unspecified colonoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a pump head defect due to insufficient suction power. The issue occurred during preparation for use for unspecified colonoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.